Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device remains implanted.

Event description:
The sales associate reported the driver did not seem to fit in the crosslink screw. The doctor had attempted to final tighten the center screw of the medium polaris crosslink. It appeared to strip but upon further evaluation, the surgeon believed that the crosslink center set screw was a larger hex diameter than the diameter of the driver. The doctor said they still felt loose and that it didn't seem to fit correctly. The doctor mentioned that he thought the center screw, tl driver interface seemed loose or possibly stripped but that he was able to final tighten.